Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter fell out on to the floor. It was intact, but somehow it slipped out. When customer tested the foley, it had a leak in the balloon. Customer stated that 10cc of water was used to inflate the balloon and all 10cc emptied out of the balloon.

Event description:
It was reported that the foley catheter fell out on to the floor. It was intact, but somehow it slipped out. When customer tested the foley, it had a leak in the balloon. Customer stated that 10cc of water was used to inflate the balloon and all 10cc emptied out of the balloon.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. Photo samples were returned of an amber, 3 way, foley, temperature sensing catheter as part of a tray. No damage to the catheter was noted from the photo samples. Unable to determine a deflation issue without testing of the physical sample. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be, ¿over inflation during use". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: ¿ do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not wipe catheter surface with organic solvents (such as alcohol). Recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.